Event description:
When manually changing the exposure time for new instrumentarium/ge focus dental x-ray units, the default setting for a particular tooth setting may spontaneously change. This problem was found on several new units during acceptance testing.